Event description:
It was reported that the user experienced hypoglycemia after lunch while using the ilet, expressed dissatisfaction with the device¿s dosing decisions, and requested the proprietary algorithm; review of available data indicated corrective insulin delivery for approximately one hour prior to a lunch announcement at a glucose level near 260 mg/dl, followed by a post-meal decrease. Symptoms included hypoglycemia with a nadir of 58 mg/dl and emotional distress related to low glucose. Outcomes included self-treatment with fast-acting carbohydrates and no hospitalization. Investigation included review of device-reported dosing and glucose trend data and provision of troubleshooting and education. Investigation of this case revealed no device malfunction, with dosing behavior consistent with automated corrective insulin delivery prior to a late meal announcement and subsequent hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.